Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter contained foreign matter in the needle. The following information was provided by the initial reporter: "when the hcp checked the product before use, hair-like fm was found with the product."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter contained foreign matter in the needle. The following information was provided by the initial reporter: "when the hcp checked the product before use, hair-like fm was found with the product."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/27/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and six photographs. The photographs submitted displayed similarities to that of the returned unit. All content within was intact. Through the visual examination, a strand of hair was observed within the sealed package. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter contained foreign matter in the needle. The following information was provided by the initial reporter: "when the hcp checked the product before use, hair-like fm was found with the product."